Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue; moisture in the display, no sound, blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: due to internal moisture damage the pump powers on with audible tones and vibration, however, the display is blank. There were no errors, alarms or warnings related to complaint was observed in black box two cracks in the pump case were observed; one below the keypad and the other in the upper right corner of the display area. The battery compartment was intact. There was no evidence of moisture contamination inside the battery compartment. The battery cap was able to fully tighten. Loss of power was not observed. A leak test showed leaking at the cracks in pump case. The pump case was removed revealing evidence of moisture contamination inside the pump and on the display wiring and connector. (B)(4).